Manufacturer narrative:
Additional information: the endeavor resolute rx coronary drug eluting stent is similar to the resolute integrity rx coronary drug eluting stent which is marketed in the us. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: an image was provided for evaluation. The image is of an endeavor resolute shelf carton and a section of an sds device. Deformation is evident to the mid-section of the stent. The lot number on the luer of the device corresponds with the lot number reported in gch. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use an endeavor resolute coronary drug eluting stent to treat a moderately tortuous and calcified lesion exhibiting 90% stenosis located in the distal left anterior descending artery (lad). The device was inspected with no issues noted. Negative prep was performed without issue. It was reported that the stent failed to cross the lesion. It was also indicated that stent deformation occurred. The patient was reported to be alive with no injury.